Event description:
It was reported to philips that the azurion device would not boot up correctly. It displayed "x-ray not available." The device was outside of clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not available. Upon functional testing the fse found that the fdsib internal network or pc was not turning on, intermittently. Review of the system log file showed aurora link (connection flat detector - fd controller) error. To resolve the reported issue the fse made applications changes and rebooted the system. As a proactive measure, the philips engineer replaced the fdsib. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.